Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Reportedly, the customer experienced a low blood glucose (bg) level ranged from 40 to 60 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.